Event description:
It was reported that a lead integrity alert (lia) triggered due to sensing integrity counter (sic) and high rate non-sustained episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.